Event description:
It was reported, during explant of this valve after 14 yrs of implant, one of the leaflets broke and a portion remained in the pt. The valve was replaced with a 27mm sjm valve. Intervention to retrieve the broken piece has not yet been conducted. The reason for explant and the pt's condition is unk. Add'l info has been requested.